Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the customer had genesis batteries bought from alpha source. To address the issue, the stm replaced the batteries with OEM recommended batteries. The customer then ran battery run time test with new OEM batteries and verified it passed. As a precautionary measure, the stm replaced the main board due to electrical fail codes. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
Customer reported that the batteries in he cs300 intra-aortic balloon pump (iabp) failed the runtime test. There was no patient involvement; and no adverse event was reported.